Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported the lead could not be implanted due to patient anatomy. It was further reported that the physician expressed dissatisfaction with the product. The lead was attempted, not used and was replaced. No patient complications have been reported as a result of this event.